Event description:
Reporter stated that they had breast implants implanted on (B)(6) of 2015, shortly after they started experiencing severe conditions. Reporter stated since the implants they have had breast implant illness, anxiety, brain fog, auto immune deficiency, hair loss requiring them to have 2 hair loss procedures. Reporter stated that they have had multiple masses on their thyroid, groin area, as well as a mass on the neck about the size of a golf ball, requiring multiple procedures to get them drained and removed. In addition, reporter has also been diagnosed with ehlers-danlos syndrome and rheumatoid arthritis, they¿ve also had 3 knee surgeries in which they believe to be related to the implants as they were not caused by exercise but instead your typical everyday movement. Reporter decided to have both implants explanted because of all these complications which have not only caused harm physically but has complicated her way of life causing deformity, stress and financial instability. Prior to the explant procedure reporter discovered that the left breast implant was ruptured and found to be a different size from the right one, it was also discovered that the left breast implant had yellow colored liquid while the right one seemed normal. Reporter stated that they are willing to come forth with and documents and paperwork if needed. Ref report: mw5164318.